Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "black cable was torn". The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part # 470172-16 /lot # n12200206-0026) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 9th use of the instrument. There is one use remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error 25920 bipolar energy activation halted by external equipment, bipolar port 2. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there was a slight delay during the operation because the instrument did not pass any current. The surgeon reportedly discovered that the black cable was torn. The instrument was inspected prior to use and no issue was noted at the time. A new set of instruments was used to continue the operation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable insulation was damaged at the distal end towards the jaws. There were no signs of thermal damage at the site of the conductor wire damage. The instrument did not collide with any other instrument or tool during the procedure. No photographic images or procedure video are available for review. No further details are available as of the date of this report.